Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on pump reset procedures, and was assisted with attempted reset, but pump ultimately did not reset. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.